Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had a refill performed and on the drive home experienced altered responsiveness. Two doses of narcan was delivered while enroute to the hospital. The nurse withdrew drug from pump and was only able to aspirate 3cc. An ultrasound was performed in the ER, and detected possible fluid at the pump site. A pocket fill was confirmed and the patient was admitted to the hospital and given IV narcan.